Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument's clip would not deploy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: customer stated that they do not recall the number of times that the instrument was used before the incident occurred. They resolved the issue by using a backup instrument and that per material services this item arrived at its destination on 12/29.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.73mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The complaint regarding the clip would not deploy was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.